Manufacturer narrative:
Packaging insert review. Evaluation summary: the devices involved in the event were not returned for evaluation. Based on the limited info provided, the results of the investigation indicate that there is no issue for the reported devices in this event. Polyethylene wear on tibial insert and patella components are expected, especially after they were in vivo use for at least fourteen years. The device history review and complaint history for both reported devices could not be performed because their lot codes were not provided. A review of the current packaging insert, total knee joint replacement prostheses, noted the following in the warnings section: "polyethylene wear. As would be expected, wear of the polyethylene surfaces of tibial and patella components has been reported following total knee replacement. Higher rates of wear may be initiated by particles of cement, metal or other debris which can cause abrasion of the articulating surfaces. Higher rates of wear likely will shorten the useful life of the prosthesis, and lead to an earlier-than-desired revision to replace the worn prosthetic components."

Event description:
It was reported that, "poly exchange due to anterior wear on the tibial insert. First exchange was done in 1996. Today we exchanged the insert and patella." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1996.